Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event, additionally no product was returned for eval. With the currently available info, no conclusion can be made. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was provided to davol by the pt's attorney: on (B)(6) 2006, pt was implanted with a non-davol implant and a davol flat mesh during an unk vaginal procedure. The attorneys report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.